Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm and motor anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump to function like it was supposed to. It was reported that the insulin flow blocked and it would not rewind all the way. It was reported that they had issues with the motor stopping and then fill tubing and connected second set and it says there was a blockage. The insulin pump will not be returned for analysis.